Manufacturer narrative:
Gehc surgery field service engineer removed and replaced the rtos single board computer. Re-loaded software. Took some test shots and tested the touch screen functions. System appears to be working as intended.

Event description:
User stated that, the touchscreen functions have been intermittently been freezing up during cases.